Event description:
It was reported that the previously reported revascularization was performed on (B)(6)-2012. It was also reported that during this revascularization the tibial-peroneal trunk artery (tpt) was treated instead of the posterior tibial artery.

Event description:
The previously reported revascularization performed approximately 19 months post procedure treated the posterior tibial artery, superficial femoral artery and the tibio-peroneal trunk artery. A pacific xtreme pta balloon catheter was used to treat the popliteal artery.

Manufacturer narrative:
Evaluation results and conclusions: (restenosis requiring medical intervention). (B)(4).

Event description:
An admiral xtreme pta balloon catheter was used to treat a lesion in the popliteal artery of the left limb during a revascularization procedure. Amputation of the third digit on the left toe was reported to have occurred approximately 6 months post procedure. It was reported that re-stenosis of popliteal occurred and revascularization was performed approximately 5 weeks later. Patient death was reported to have occurred due to cardiac arrest approximately 19 months post index procedure. Investigator reported that the event was not related to the study device and procedure.